Manufacturer narrative:
The coil has been returned for evaluation. Once completed a supplemental report will be submitted.

Event description:
The axium coil was being packed after micro-catheter was located in aneurysm. However, the physician noticed that the coil was prematurely detached on the angiography monitor. As a result, the physician removed the coil, which was stretched. No injury reported.

Manufacturer narrative:
Evaluation of the provided image showed the distal tip of 2 separate implants coils, not the cut/detached implant coil. Based on the device evaluation, the coil was stretched during the procedure, not cut. It was found damaged and stretched, however the cause for the damage could not be determined. Possible contributing factors to ¿coil stretch¿ include coil re-positioning and coil resistance during delivery. Follow-up was conducted for additional details regarding these factors; however, no further details were provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the axium prime coil was returned for evaluation during evaluation, the axium prime coil was removed from the dispenser track. No defects were found on the pushwire. The implant coil appeared to be damaged and stretched within the introducer sheath. The implant coil was pushed out from within the introducer sheath for further evaluation without difficulty. The implant coil was found to be damaged, stretched, and had lost its original shape with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. As the condition of the received device was contradictory to the complaint description, follow-up was conducted to determine if the correct device was returned, and for additional complaint details. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.